Event description:
It was reported that during routine follow up, the left ventricular (lv) lead, an epicardial lead, was exhibiting increased threshold measurements and decreased pacing impedance measurements. The patient has two epicardial leads currently implanted, as one of those lv leads is surgically abandoned as a back up lv lead in the event it is needed to replace the currently connected lv lead. Subsequently, the patient underwent additional surgical intervention to troubleshoot and assess the two epicardial lv leads. The surgically abandoned lead was connected to the pacing system analyzer (psa) and no noise was observed and other lead measurements were reported within normal range. When the same lead was connected to the device, noise was observed on the lv electrogram (egm) but other lead measurements were within normal range. It was noted that no oversensing was observed as a result of the noise. The health care professional (hcp) believes the back up lv lead is a better option for the patient, even if baseline noise persists. The plan is to connect the back up lv lead to the device and monitor. No additional adverse patient effects were reported.